Event description:
A confirmed motor stall with no motor stall recovery was initially reported. Pt had MRI on (B)(6) 2011 and pump was not read following MRI. The pump was being filled on (B)(6) 2011. It was later reported that the pt experienced nausea. The drug infused was morphine. A (B)(6) study was done and was within normal limits. Pump was interrogated and showed recovery. Pt was hospitalized for observation for 23 hours. Pt outcome was not known.

Manufacturer narrative:
(B)(4).